Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited a leak at the commissure left and non-coronary. This observation was made via tee, after operative pump support had been removed. The decision was made to reopen the pt. Visual examination noted no gross anomaly. The annulus was reportedly calcified extensively, and the surgeon experienced difficulty removing and replacing the valve. It was reported that the patient suffered a post operative stroke, although it is not known at this time if the clinical event was related to the valve. The product was returned for analysis.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined at this time as analysis has not been completed. Analysis: the device has been returned to medtronic for eval. To date, the analysis of the returned device has not been completed. Review of the device history record was performed, which showed that the device met manufacturing specifications when released for distribution. Upon completion of the investigation, a follow-up report will be submitted. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of the device, as analysis has not been completed. A follow up report will be submitted upon completion of the analysis.